Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
(B)(4). The surgeon is claiming that the latest supplies of perforators cut less if compared to the previous perforators. The procedure was completed by replacing the perforator with a new one. No patient aes have been reported. Repository number: (B)(4). Per affiliate: no delays reported.

Manufacturer narrative:
The perforator was not returned for evaluation; therefore, the root cause of this complaint could not be verified. We will continue to monitor for this or similar complaints for this product code and lot number. The device history records for this perforator could not be reviewed since the lot number was not reported. A review of complaint records for the previous 12 months could not be reviewed since the lot number was not provided. No further action is required. This complaint in considered to be closed at this time. Device discarded.